Event description:
It was reported that burr stuck in the lesion, difficult to remove, ostium was dissected, and surgery was performed. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus was selected for use. During the procedure, it was noted that the burr was stuck in the lesion. It was tried to dyna glide out four times but each time the system immediately stalled. It was also tried to pull the burr out manually but too much resistance was felt, and the physician was reluctant to pull harder. The rotawire tip was pulled back towards the burr in hope this would anchor and tried pulling the burr and wire were together but again the burr would not move. A wire was tried to pass past the stuck burr but the tip of it would not track through the calcium and was then removed showing a knuckled tip; two more wires were used to try to pass the burr without success. Another wire was also used without success. Four new wire and a 1.0mmx5mm balloon were used to provide support for the wire and again failed. It was then decided to cut the burr shaft close to the proximal part and tried to remove the sheath from the rotalink but resistance was felt and the physician don't want to use excessive force. A surgeon and anesthetist were then called at this point as the physician did not want to pull the whole system including guiding catheter out without immediate surgical cover on hand. The room was prepared for surgery and the physician then pulled out the whole system forcefully; eventually the devices came out. The patient was sedated and stable at this point, so a diagnostic catheter was taken to assess the potential damage. It was then further noted that the ostium of the lad was dissected. Consequently, a guiding catheter was taken and passed into the lad, and a synergy stent was deployed successfully to seal the dissection. The distal portion of the lad where the calcium was, and the burr had been lodged to was not treated. No further complications were reported and patient was stable when leaving the catheter lab. It was further reported that there were no flow-limiting on dissection and no patient complications or symptoms associated with the dissection as well.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a portion of the sheath, coil, and burr from a rotablator rotalink plus atherectomy device. The advancer and burr housing were not returned for analysis. A portion of the rotawire used in the procedure was also returned and was able to be removed with no resistance or issues. The sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the coil had been severely stretched and broken, and that the sheath was twisted, stretched, and torn. The separated ends of the coil and the sheath show that the device was cut in the area of the sheath and coil. The rest of the device was not returned for analysis. Majority of the coil was stretched, indicating that there was resistance applied to the device during removal in accordance with the reported events. Product analysis could not confirm the reported events as the advancer was not returned to determine the cause of the device stall, and clinical circumstances could not be replicated.

Event description:
It was reported that burr stuck in the lesion, difficult to remove, ostium was dissected, and surgery was performed. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus was selected for use. During the procedure, it was noted that the burr was stuck in the lesion. It was tried to dyna glide out four times but each time the system immediately stalled. It was also tried to pull the burr out manually but too much resistance was felt, and the physician was reluctant to pull harder. The rotawire tip was pulled back towards the burr in hope this would anchor and tried pulling the burr and wire were together but again the burr would not move. A wire was tried to pass past the stuck burr but the tip of it would not track through the calcium and was then removed showing a knuckled tip; two more wires were used to try to pass the burr without success. Another wire was also used without success. Four new wire and a 1.0mmx5mm balloon were used to provide support for the wire and again failed. It was then decided to cut the burr shaft close to the proximal part and tried to remove the sheath from the rotalink but resistance was felt and the physician don't want to use excessive force. A surgeon and anesthetist were then called at this point as the physician did not want to pull the whole system including guiding catheter out without immediate surgical cover on hand. The room was prepared for surgery and the physician then pulled out the whole system forcefully; eventually the devices came out. The patient was sedated and stable at this point, so a diagnostic catheter was taken to assess the potential damage. It was then further noted that the ostium of the lad was dissected. Consequently, a guiding catheter was taken and passed into the lad, and a synergy stent was deployed successfully to seal the dissection. The distal portion of the lad where the calcium was, and the burr had been lodged to was not treated. No further complications were reported and patient was stable when leaving the catheter lab. It was further reported that there were no flow-limiting on dissection and no patient complications or symptoms associated with the dissection as well.

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus was selected for use. During the procedure, it was noted that the burr was stuck in the lesion. It was tried to dyna glide out four times but each time the system immediately stalled. It was also tried to pull the burr out manually but too much resistance was felt, and the physician was reluctant to pull harder. The rotawire tip was pulled back towards the burr in hope this would anchor and tried pulling the burr and wire were together but again the burr would not move. A wire was tried to pass past the stuck burr but the tip of it would not track through the calcium and was then removed showing a knuckled tip; two more wires were used to try to pass the burr without success. Another wire was also used without success. Four new wire and a 1.0mmx5mm balloon were used to provide support for the wire and again failed. It was then decided to cut the burr shaft close to the proximal part and tried to remove the sheath from the rotalink but resistance was felt and the physician don't want to use excessive force. A surgeon and anesthetist were then called at this point as the physician did not want to pull the whole system including guiding catheter out without immediate surgical cover on hand. The room was prepared for surgery and the physician then pulled out the whole system forcefully; eventually the devices came out. The patient was sedated and stable at this point, so a diagnostic catheter was taken to assess the potential damage. It was then further noted that the ostium of the lad was dissected. Consequently, a guiding catheter was taken and passed into the lad, and a synergy stent was deployed successfully to seal the dissection. The distal portion of the lad where the calcium was, and the burr had been lodged to was not treated. No further complications were reported and patient was stable when leaving the catheter lab.